Event description:
A temperature alarm was reported by the caller, who confirmed the issue occurred while the pump was charging with tandem charging supplies. There was no adverse impact on the customer¿s blood glucose level. Customer service arranged for a replacement pump and charging supplies to be sent, while the customer continued using the existing pump.